Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose of 326 mg/dl. Customer stated that his insulin pump was not working correctly, it was alarming motor error during rewind process. Customer treated with manual injection. Nothing further was reported.